Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert for high out of range pace impedances. At implant, the impedances were 1302 ohms and at their one month check-up, the values had increased to 1736 ohms. Now, the alert triggered as the values were out of range at 2027 ohms. When the patient comes in for their next routine follow-up, the alert limit will be increased and the patient will continue to be monitored. At this time, this lv lead and the existing cardiac resynchronization therapy defibrillator remain in service. No adverse patient effects were reported.